Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. After septal puncture was performed and steerable guide catheter (sgc) was advanced across the septum, the patient developed tachycardia and blood pressure dropped. An intra aortic balloon pump (iabp) was placed and cardiac function recovered. The mitraclip was then implanted without issue, reducing mr to grade 1. There was no device issues or tissue damage observed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tachycardia or hypotension. Based on available information, causes for the reported tachycardia and hypotension could not be conclusively determined. The reported patient effects of cardiac arrhythmias and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. After septal puncture was performed and steerable guide catheter (sgc) was advanced across the septum, the patient developed tachycardia and blood pressure dropped. An intra aortic balloon pump (iabp) was placed and cardiac function recovered. The mitraclip was then implanted without issue, reducing mr to grade 1. There was no device issues or tissue damage observed.